Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported via the implant patient registry that a 23mm 11500a aortic valve, implanted for 6 months, 19 days, was explanted due to unknown reasons. The explanted device was replaced with another 23mm 11500a inspiris resilia valve. Per the idc, no deficiency in the original device. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The device will not be retrieved due to endocarditis. H11: corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was reported via the implant patient registry that a 23mm 11500a aortic valve, implanted for 6 months, 19 days, was explanted due to mssa bacteremia endocarditis, abscess, vegetations. The explanted device was replaced with another 23mm 11500a inspiris resilia valve. Per the medical records, the patient presented with fever and myalgias. The patient was found to have mssa bacteremia. Tee revealed an aortic valve endocarditis with annular abscess. The patient underwent a redo avr. The valve was removed and replaced with a 23mm 11500a valve. The valve was well seated and there was no paravalvular leak. Postoperative, the patient refuses medical treatment and was discharged against medical advice on pod #6.